Event description:
Medtronic received information regarding an apollo catheter that had resistance or was occluded during injections and appeared damag ed/deformed. The patient was undergoing a procedure to treat an arteriovenous malformation (avm) via femoral artery access. Patient's vessel tort uosity was normal. It was reported that the apollo catheter and all accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per IFU. The system was flushed before introducing the apollo catheter. The catheter was navigated to the nidus without issue using a hybrid guidewire and the guidewire was removed. During injection attempt, there was inability to inject into the apollo catheter. The catheter was withdrawn and it was noted the orange area, which is the ldpe coupling, appeared dilated. Patient outcome was noted as "alive - no injury." Additional information received. The procedure was completed by replacing the apollo with another one. No specific cause or contributing factor for the resistance/occlusion during injection was identified; the physician felt resistance during navigation with the guidewire, and nothing was injected except saline during flushing. The dead space of the delivery catheter was not filled with dmso, as this occurred before the use of the liquid embolic. There was no kink in the catheter, but visible damage was present because the guidewire damaged the apollo and created a hole. There was no liquid embolic reflux, as the problem occurred during navigation and there was no reflux of onyx. The physician experienced resistance during control with iodine. There was no injection of dmso or onyx, so there was no waiting time or pause time between injections.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.